Event description:
On an unknown date, a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2024, the patient experienced difficulty in moving the peg and had pain at the stoma site. On (B)(6) 2024, a gastroscopy was performed and it appeared that the peg tube was buried. The physician decided that the peg tube may need to be removed in future but remain in place as is.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. H6 code of e2402 was chosen to capture the event of buried bumper syndrome. A buried bumper is a known complication of a peg tube placement. Instructions for use indicates once the stoma site is healed, the abbvie peg tube should be mobilized. Push the abbvie peg tube carefully 3-4 cm into the stoma and move the tube in a bi-directional motion (back and forth) every time the dressing is changed. When doing so the tube should not be turned or rotated under any circumstances to prevent the formation of loops and dislocation of the abbvie j tube. It is important for the tube to move freely in the stoma to prevent the internal retention plate from becoming embedded. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information added to a4, b3, b5 and h6.

Event description:
On an unreported date, the peg tube and intestinal tubes were removed by the surgeons because peg tube was buried. New tubes weren't placed because the patient will continue with produodopa. No hospitalization. Height: 170 cm and weight: 72 kg.